Event description:
During preventative maintenance of the device, the representative reported the heart lung console would not operate on battery power. When the device was switched to battery power, the system ran for 2-3 minutes then shut down completely. When the device was left charging overnight, the same phenomenon occurred. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Investigation in progress, but not yet concluded.